Manufacturer narrative:
Product event summary: analysis confirmed that the cable jacket was damaged and wires were exposed, as a result the cable was replaced. It was also noted that the label was missing the backing.

Event description:
It was reported that the programmer rf (radio-frequency) head cable had exposed wires. Tape was placed near the section of the cable where the insulation was broken and separated. The rf head was returned for evaluation and repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.